Manufacturer narrative:
(B)(4). Batch # u95y21. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the vascular procedure, the surgeon was going to use the device and put the device on the vessel and fired it and no clips came out and the device tore the vessel. They had to control the vessel and then suture it closed to repair it. They stated the device never had clips in the device. It was their first firing and it wasn't locked out. The procedure was completed with no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcs20 device was received with the cartridge cover damaged broken; due to this condition, no functional testing could be performed to evaluate the reported incident. 7 clips were found inside clip track. A possible cause for the damages found is excessive force applied over the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.